Manufacturer narrative:
A boston scientific technical services consultant reviewed all other measurements which are stable. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited an out of range shocking impedance measurement. It was noted that the patient underwent an ablation on the same day and the time of the procedure corresponds with the measurement. No adverse patient effects were reported.